Event description:
It was reported that the non patient end was broken, which caused an inability to prime while using bd ultra-fine¿ pro pen needles 32g. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter: the mother of t1dm discovered that insulin doen't come out when she prime the pen. When she detach the pen needle, she discovered that non-pt end cannula was missing.

Manufacturer narrative:
Unknown event date. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320566. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non patient end was broken, which caused an inability to prime while using bd ultra-fine¿ pro pen needles 32g. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter: the mother of t1dm discovered that insulin doen't come out when she prime the pen. When she detach the pen needle, she discovered that non-pt end cannula was missing.

Manufacturer narrative:
H6: investigation summary: two open 32g x 4mm pen needle samples were returned. As no teardrop labels were returned it cannot be confirmed which lot number the samples were returned from. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.